Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed a broken substrate. This was induced during the failure analysis process. It is believed that the failure of this device is most likely due to a malfunction within the digital chip. Internal visual inspection did not reveal any anomalies of internal components. However, a broken substrate was observed, which was induced during the failure analysis process. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
Correction: sections brand name, common device name, and type of reportable event. The recipient reportedly experienced loss of lock.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain the explanted device were unsuccessful. The device will not be returned to the company. A review of the device history noted no rework. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted due to a technical issue. The recipient's new device was activated successfully.